Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. Approximately 50 ml of clenz leaked from the instrument onto the counter. The leak was not contained. The operator was wearing personal protective equipment of lab coat, gloves and eyewear. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak originated from disconnected tubing at pinch valve pv43. Pinch valve pv43 opens the drain path from low vacuum and waste chamber, vc1. The fse replaced the tubing resolving the leak. While onsite, the fse adjusted the wash probe as part of incidental maintenance. Identification of failure modes: failure mode of the leak is related to disconnected tubing at pv43. No erroneous results were generated for this event. Upon recur; the failure mode identified, depending on the severity of the leak may impact critical components and is likely to generate erroneous results for all parameters. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).